Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd luer-lok¿ syringes had deformed luers. The following information was provided by the initial reporter: "incoming inspection team found flash on a couple of the syringes part 301031."

Event description:
It was reported that 2 bd luer-lok¿ syringes had deformed luers. The following information was provided by the initial reporter: "incoming inspection team found flash on a couple of the syringes part 301031"

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 121804. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two samples were received for evaluation by our quality team. Through visual examination of the samples, they have the following hand written with black ink "b761687 .0194"; the other sample has the following: "b761687 .0225" . The were measured with an optical comparator and the samples are out of specification. The sample are from mold n13 - cavities 43 and 53. Cavity 43 is out of the specification. Samples from normal production were inspected finding them all acceptable with no tip flash. It could be that while molding these units an overflow of resin occurred inducing the tip flash.